Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed by the attached picture, which shows the electrode was bent. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error with the device, resulting from excessive force being used during prying/levering the device against hard bone or the device coming in contact with another device during use.

Event description:
On 09/05/2025, an arthrex subsidiary employee reported via (B)(4) that an ar-9831 apollorf i90s radiofrequency plate detached during a case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.